Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was received for inspection. During pre-repair assessment, the technician found the device overheats. The device was subsequently replaced.

Event description:
Customer reported device overheated and the attachment cannot be held by cutter during operation. (B)(4).